Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration. An x-ray was obtained and confirmed migration of both leads. A revision procedure was completed to resolve the issue and restore therapy.